Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the lumen of the microcatheter . The stent delivery wire (sdw) and introducer sheath were not returned. The microcatheter was unable to be flushed. The microcatheter was cut in order to remove the stent. A 0.0158" patency mandrel was advanced through the cut section of the microcatheter and the stent was able to be pushed proximally out of the hub. The distal portion of a second atlas stent was removed along with the stent of this complaint. Deformation was noted to both ends of the stent. Functional inspection was unable to be performed as the stent was returned in a deployed condition. The reported event 'nv - stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event 'stent deployed prematurely during transfer' was not confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿after the wire successfully guided the second microcatheter to the a3 segment of the right aca, a stent was delivered through this microcatheter. When the physician pushed the stent out from the introducing sheath, it was found that the stent could not be pushed out normally. The introducing sheath and the stent system were then withdrawn from the body together, and the physician planned to cut off the tip of the introducing sheath and try to deliver it into the microcatheter again. At this time, the physician found that the stent delivery wire and the stent had become detached, and the stent was detached inside the introducing sheath. The physician then replaced it with a second stent . During delivery, the physician found that the stent could not be pushed out normally. After withdrawing it from the introducing sheath, it was found that the stent was not inside the introducing sheath. The physician then withdrew the stent microcatheter for inspection and found that the subject stent was stuck at the hub of the microcatheter.¿ the patients anatomy was reported to be moderately tortuous. The stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and introducer sheath were not returned. A 0.0158" patency mandrel was advanced through the cut section of the microcatheter to remove the stent. The distal portion of another stent was located proximally to the stent of this complaint. Once removed, the stent was noted to be deformed. It is difficult to align the analysis findings with the event description. Based on the analysis, it appears that the stent was used first and was subsequently deployed prematurely within the lumen of the microcatheter near the proximal end. One possibility is that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement), or the stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. When attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal end of the microcatheter. The location of the stent may not have been noticed as the sdw was withdrawn, leading to the second stent, being attempted to transfer into the same microcatheter. This stent would not be able to advance past the first stent and difficulty was likely encountered in the attempt to retract the stent back, leading to the second stent becoming broken/fractured. An assignable cause of procedural factors has been assigned to the reported event ¿- stent difficult/unable to transfer' and 'stent deployed prematurely during transfer'. An assignable cause of procedural factors has also been assigned to the analyzed event ¿stent deployed during use, and ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure for a aneurysm at the right anterior communicating artery, the subject stent could not be pushed out of the introducer sheath and deployed prematurely during the transfer in the microcatheter's hub. However, the subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.